Event description:
It was reported that the artificial urinary sphincter (aus) reservoir has herniated out of the abdominal wall and the patient is experiencing incontinence. The patient is looking for a new physician to address the issue; a revision procedure is therefore not yet scheduled.

Manufacturer narrative:
Date of event: exact event date is unknown, first day of the month of awareness used. Investigation summary: based on the information available, boston scientific concludes that the cause that contributed to the reported event cannot be established as the product is not available for analysis. Device history record review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. There is no objective evidence that the user did not properly handle or use the device according to the ams 800 instructions for use (IFU). The ams 800 IFU lists urinary incontinence and perforation as potential adverse events associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Date of event: exact event date is unknown, first day of the month of awareness used.

Event description:
It was reported that the artificial urinary sphincter (aus) reservoir has herniated out of the abdominal wall and the patient is experiencing incontinence. The patient is looking for a new physician to address the issue; a revision procedure is therefore not yet scheduled. No further information was provided.